Event description:
Disclaimer: "this report reflects information received by FDA in the form of a notification per 803.22(b)(2)". The representative was called to evaluate a patient who had experienced multiple inappropriate shocks without any corresponding changes in heart rate. Upon interrogation of the device, the ventricular lead impedance was elevated at 2100 ohms, and high-voltage impedance measured below 10 ohms. The battery status indicated less than three months remaining until elective replacement indicator (eri). A review of several recorded episodes revealed that the events were consistent with electrical noise rather than true ventricular fibrillation (vf). Based on these findings, the representative disabled shock therapies to prevent further inappropriate shocks. This action was clearly communicated to the attending nurse, and a recommendation was made to consult cardiology for further evaluation and management. The patient expressed relief upon learning that the shock therapies had been disabled and was reported to be stable at after the intervention.